Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), back pain ("back pain"), anxiety ("anxiety"), agoraphobia ("agoraphobia"), depression ("depression"), panic attack ("panic attacks"), arthralgia ("joint pain"), migraine ("constant migraines"), muscle spasms ("back spasms"), fibromyalgia ("fibroniaglia"), skin lesion ("leshions"), rash ("unexplained rashes"), pruritus ("constant itching"), dental caries ("tooth decay"), gingival recession ("receding gum line"), insomnia ("insomnia"), mood swings ("mood swings") and genital exfoliation ("skin falling off of genital area") and was found to have a pregnancy with contraceptive device ("miscarriages and positve pregnaneies"). The patient was treated with surgery (removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, habitual abortion, back pain, anxiety, agoraphobia, depression, panic attack, arthralgia, migraine, muscle spasms, fibromyalgia, skin lesion, rash, pruritus, dental caries, gingival recession, insomnia, mood swings and genital exfoliation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered agoraphobia, anxiety, arthralgia, back pain, dental caries, depression, fibromyalgia, genital exfoliation, genital haemorrhage, gingival recession, habitual abortion, insomnia, migraine, mood swings, muscle spasms, panic attack, pregnancy with contraceptive device, pruritus, rash and skin lesion to be related to essure. The reporter commented: previously reported date of insertion as (B)(6) 2009 and now reported as 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding'), pregnancy with contraceptive device ('miscarriages and positive pregnancies') and abortion spontaneous ('miscarriages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), anxiety ("anxiety"), agoraphobia ("agoraphobia"), depression ("depression"), panic attack ("panic attacks"), arthralgia ("joint pain"), migraine ("constant migraines"), muscle spasms ("back spasms"), fibromyalgia ("fibromyalgia"), skin lesion ("lesions"), rash ("unexplained rashes"), pruritus ("constant itching"), dental caries ("tooth decay"), gingival recession ("receding gum line"), insomnia ("insomnia"), mood swings ("mood swings") and skin disorder ("skin falling off of genital area") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, back pain, anxiety, agoraphobia, depression, panic attack, arthralgia, migraine, muscle spasms, fibromyalgia, skin lesion, rash, pruritus, dental caries, gingival recession, insomnia, mood swings and skin disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, agoraphobia, anxiety, arthralgia, back pain, dental caries, depression, fibromyalgia, genital haemorrhage, gingival recession, insomnia, migraine, mood swings, muscle spasms, panic attack, pregnancy with contraceptive device, pruritus, rash, skin disorder and skin lesion to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.